Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)(62 15, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the pump black box revealed multiple pump reboots. This was duplicated using the returned battery cap. The battery cap was found to be damaged with stripped threads. The battery compartment was found to be cracked on the side from the threads traveling down toward the case seal and above the bumper at the threads traveling down and through the bumper to the case seal. The pump was run on a 24 hour basal program using the test cap with no intermittent power or reboots occurring. The test cap was unable to fully tighten however it was able to maintain power during the investigation. The pump was opened and there were no defects found. There was no moisture found internally. Unrelated to the original complaint, the bolus button cover was detached from the pump. Additionally, the display appeared dim and discolored.